Event description:
Healthcare professional reported right side capsular contracture baker grade ii, "prostheses presents signals of silicone leakage, to reevaluate", and "signals of possible rupture of prosthesis" confirmed via ultrasound. Healthcare professional additionally reported "small cystic formations", which are not device-related. Device remains implanted. Drug treatment performed with piemonte 1mg, "without success".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.